Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room after hearing beeping for the past two days. An interrogation of the device indicated that a right ventricular (rv) lead integrity alert and a sensing integrity alert had been triggered for the right ventricular (rv) lead. There was oversensing noted on episodes, elevated sic (sensing integrity counter), high rate non-sustained episodes, and non-sustained ventricular tachycardia episodes. The patient was admitted to the hospital. There it was observed occasional vf (ventricular fibrillation) markers and inhibition of pacing. The rv lead was reprogrammed. The patient was then being transferred for lead evaluation. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.